Event description:
It was reported that during a system upgrade procedure, the lead tip separated from the lead body. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.